Event description:
The clinician reports the implant was inserted on (B)(6) 2007 in ada 27. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and inflammation. No further patient complications were reported.